Manufacturer narrative:
Initial.

Event description:
It was reported that a patient¿s ilet pump did not charge despite approximately 45 minutes on the charger, with the charger showing a solid green indicator while the pump remained at 0 percent; after removing the case and ensuring the device was face up, centered, and without the clip, charging initiated and the pump reached 3 percent. Symptoms included no adverse clinical effects. Outcomes included user education, successful reinitiation of charging, and provision of a goodwill replacement charger without medical intervention. Investigation included guided troubleshooting of charging setup and power source, including repositioning on the pad and trying a different outlet. Investigation of this case revealed that interference from the case or misalignment on the charging surface prevented proper power transfer, and removal of the case resolved the issue, indicating normal charger function and user setup as the likely factor. It was concluded, based on previously established findings for similar reports, that the cause was user-related positioning or accessory interference affecting wireless charging.